Event description:
Healthcare professional reported left side deflation. Further reported was "particles in valve" and "hole in valve". The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: creases fold, total delamination of the valve, wear abrasion, and brown particles in the shell. Leak test and microscopic analysis was performed which identified: total delamination of the valve and a crease sharp opening on anterior. Based on the device analysis the final assessment is: total delamination of the valve assessed as adhesive failure. A crease sharp opening on anterior assessed as fold flaw opening. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported left side deflation. Further reported was "particles in valve" and "hole in valve". The device has been explanted and replaced.